Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implant did not fit correctly. This caused a surgical delay about 60 minutes.